Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a non recoverable 307 fault on the right master tool manipulator (mtmr). The customer attempted multiple power cycles and emergency power off (epo), but the issue was not resolved. The customer did not have a spare single port (sp) console. The site switched to another da vinci system to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to reproduce the 307 error. However, from a previous site visit, when troubleshooting the issue as it initially presented itself, the fse determined armrest harness replacement was the best approach to resolve the issue. Intuitive surgical, inc. (Isi) received the armrest harness involved with this complaint, however the device evaluation has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: the part that was replaced to resolve the reported issue was a field scrap product and not tested by failure analysis.